Manufacturer narrative:
(B)(4).per the investigation report dated november 21, 2012 leakage testing was performed on the returned sample and it was confirmed that there was a leak in the welding cover. Such leakages would be clearly detected in the 100% function test in production, however it is possible that the leak could appear later on due to inner stress in the material.(B)(4)

Event description:
On (B)(6) 2012 at (B)(6) it was reported that there was leakage from the arterial filter quart hbf-140 j when priming. Air pressure was added gradually and the leakage occurred at 12kpa.there was no patient involvement.(B)(4).